Event description:
Reporter indicated a vns pt was experiencing increased seizures and that the pt's vns generator "needed to be replaced". A battery estimate performed with available vns programming history yielded 0.65 years remaining. The pt later had vns generator replacement surgery. Attempts for product return and additional info are in progress.